Event description:
It was reported that during the implant procedure after the lead was repositioned several times it was found that the helix would not retract and extend fully. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. It was also noted that the visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.